Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the insertion site (arm) was bleeding while wearing the pod for between 37 and 48 hours. The patient removed the pod and went grocery shopping. The patient fainted while at the market and was transported to the hospital by ambulance. The patient's blood glucose levels were measured to be above 500 mg/dl and urine samples were taken. The patient received an infusion and drank a lot of water. The patient was discharged from the hospital after 24 hours.